Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: three photos were provided and evaluated. The first photo shows a pump. 2nd photo shows a syringe in its sealed packaging blister, and the 3rd photo shows the packaging blister top web confirming the product and lot#. Samples would have to be sent to corporate r&d to be tested in a similar pump. There is no record for a similar symptom reported to this product. Root cause could not be determined. Based on the investigation and sample analysis, the symptom reported by the customer couldn¿t be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 0008597 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Based on the investigation and sample analysis the symptom reported by the customer couldn¿t be confirmed. This is the 1st complaint for each of the lot#s reported. Each lot was produced for 0.134mm units; each has a cpm of 7.4; we will continue monitoring this lot and product. Root cause description: this is the 1st complaint for this type of symptom. Samples would have to be sent to corporate r&d to be tested in a similar pump. There is no record for similar symptom reported to this product; therefore a probable root cause can¿t be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringe 30ml ll s/c 56 experienced erroneous results during use. The following information was provided by the initial reporter: material no: 302832 batch no: 0008597. Issue: continuous ketamine infusions (30ml syringe) via pca pump - machine keeps on beeping "occlusion".